Event description:
While peeling second vascu-sheath the "pull too" sheared and tore obliquely with only 2-4c, sheath peeled. Dr. Then had to pull sheath up and carefully cut it longitudinally along the length of the catheter. Patient is fine.